Event description:
Opened foot end of mattress to check why service light continuous run code remained on. Found valve body assembly cover melted to valve body assembly. Mattress bladder also discolored and melted. Had appearance that fire had occurred in bed.